Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us.

Event description:
As reported by the user facility: description of event: on the morning of (B)(6) 2026, the patient was given routine intravenous infusion therapy; after connecting the infusion set, the ultrasite injection site showed air leakage and a stream of liquid. The infusion was stopped immediately, and new product was replaced. No injury reported.